Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: a device history record review was completed with provided material number 305198 and lot number 9269113. The review did not reveal any detected quality issues during the production process that could have contributed to these reported defects. To aid in the investigation, one thousand eight hundred ninety-three samples and three photos were received for evaluation by our quality team. The physical samples came in eighteen small plastic bags with no packaging blister. All have the plastic shield, needle and an epoxy drip over the needle hub. No other defects were observed. In the three photos provided a unit with white epoxy drip over on the needle hub is shown. It could be possible for this defect to occur during the assembly process. In this case, a jam may have occurred inducing the white epoxy drip over and then was not detected in the next processes. Based on the investigation of physical samples and photos the epoxy symptom reported by the customer is confirmed.

Event description:
It was reported that an unspecified number of needles 16gx1-1/2in rb experienced damaged/open unit packaging/seals where sterility was compsomised and epoxy on/in needle. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 305198, batch no: 9269113. I really appreciate you support for this issue, however, as was mentioned in the attached email we still having material in stock and it can not be sorted due to the package condition. All defects were noted during production process, how can we proceed with all defective pieces pending to be discover and reported (at this moment we have more defective pieces than the quantity reported in the first email).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of needles 16gx1-1/2in rb experienced damaged/open unit packaging/seals where sterility was compromised and epoxy on/in needle. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 305198 batch no: 9269113. I really appreciate you support for this issue, however, as was mentioned in the attached email we still having material in stock and it can not be sorted due to the package condition. All defects were noted during production process, how can we proceed with all defective pieces pending to be discover and reported (at this moment we have more defective pieces than the quantity reported in the first email).